Event description:
A malfunction alarm identified as malf 9 was reported, but there were no notable events leading to it. The customer's blood glucose level did not exceed 500 mg/dl and remained within the normal range, indicating no adverse impact. Customer service provided pump reset instructions, and the customer successfully reset the pump, preventing recurrence of the malfunction. The customer was advised to continue using the pump and to contact support if the issue arises again, which the customer understood and acknowledged.